Event description:
Customer reported high blood glucose level of 420 mg/dl. Customer requested support on setting up the replacement insulin pump. The old insulin pump was replaced due to a motor error. Customer was assisted with setting up the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-58496 for motor error mentioned.